Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-03414 & 2017-00775/ 00776).

Event description:
It was reported in operative notes received that during implantation, the femoral stem sat proud. The stem was removed and additional broaching was required. The same implant was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to correct the initial notification date.